Event description:
It was reported that the site noticed two discoloration spots on the bore, a charred mark on the pad and a burn hole on the pillow cover. No injury were reported.

Manufacturer narrative:
Through investigation, the site had indicated to ge's field engineer that they had noticed a burning smell but had decided to continue scanning. The system's operator manual instructs the user to perform a system shutdown when a serious equipment fault is experienced. The bore covers and the pad are (B) (4), add'l investigation is ongoing.